Event description:
Customer reported that in the ER, a nurse set-up a vancomycin infusion for 1 hour. Fifteen minutes later, the family called the rn saying the bag was empty. Pump stated 45 minutes still left to infuse. Tubing was discarded. Hospital would like an event log review. Add'l info: vancomycin was set-up as a secondary. Normal saline was the primary. The pt did have itching and hives and was treated with benadryl with good response. Customer stated that no further event or pt info is available.

Manufacturer narrative:
(B)(4). The requested event log review was performed. A determination of a possible over infusion could not be confirmed through the log review alone. The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.